Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the reported system fault 74 was not confirmed in the device history logs. Further system testing was unable to create the fault. There was no fault found with the returned unit. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault message (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.